Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the suction channel of the control section could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope had an image defect, and the right / left angle had play. There were no reports of patient harm. The device was returned and evaluated; foreign objects came out of the distal end due to damage on suction tube in control section. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a chip, a crack and white-clouded area. The paint on suction cylinder and air/water cylinder was peeled; the image guide protector had a chip; adhesive around objective lens and light guide lens were peeled; plug unit was deformed; protector of universal cord on suction connector side had a scratch; protector of universal cord on control section side had a scratch; universal cord had a wrinkle; connecting tube, universal cord, grip, switch 2, and control unit had a scratch. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to damage on charged coupled device unit, the image had white dots. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.